Event description:
Toothbrush heads come out when brushing teeth [device breakage]. Toothbrush not charging properly [device power source issue]. Case narrative: consumer chat stated that the toothbrush is not charging properly and while brushing teeth toothbrush head comes out. Consumer further clarified that there is no physical damage to toothbrush or charger. No injury was reported. On 07-may-2025, device component information added to data received on 06-may-2025.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.